Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and undamaged. The pusher assembly outer diameter was measured within specification. Conclusions: evaluation of the returned smart coil revealed an undamaged and functional device. During functional testing, the returned device was able to advance through its introducer sheath and a demonstration microcatheter without issue. The reported complaint was unable to be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed four coils using a non-penumbra microcatheter. The physician then felt resistance while advancing a smart coil within its introducer sheath and, therefore, the smart coil was removed. The procedure was then completed using new smart coils. There was no report of an adverse effect to the patient.